Manufacturer narrative:
The lead was damaged during the explant procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed myopotential noise resulting in pacing inhibition with asystole greater than two consecutive seconds. Impedances have dropped but are not out-of-range. Boston scientific technical services (ts) suspects a lead integrity issue. Surgical intervention was performed and the lead was explanted. No additional adverse patient effects were reported.